Event description:
International affiliate has notified us of a report that the inflation line disconnected from the tracheal tube. This occurred after in use for 15 days. The cuff was inflated with a pressure of 20/30 mmhg. It occurred under medical surveillance.